Event description:
The customer tested his blood glucose and received a reading of 325 mg/dl using his contour meter. He retested using another meter and received a reading of 159 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests and the results fell within the normal control range. After performing control tests, the customer ended the call. Customer service attempted to contact the customer, but they were not successful. No product will be returned.